Event description:
Info received indicates the siderail cannot be latched in the up position. He indicated the latch block does not have any spring to it.

Manufacturer narrative:
Repairs have not been completed.